Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (duramorp h) 1mg/ml for a total dose of 0.075 mg/day as of (B)(6) 2017 via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on an unknown date patient experienced loss of efficacy of prialt during pre operative discussion for routine pump replacement on (B)(6) 2017. Elective replacement indicator was three months. It was noted that prialt worked initially then stopped. The patient's wife reported that though the prialt was efficacious for some time, the patient was unpleasant under the drug. The patient was most recently on morphine and still in the titration phase. It was noted that the patient had fallen a couple of times; dates of falls were unknown. It was noted that the healthcare professional (hcp) suspected that the catheter may have been cut from the patient's bone. Catheter aspiration was attempted on (B)(6) 2017, but was unsuccessful. It was noted that dye was pushed through the catheter at which point it was observed that the catheter was not intrathecal. It was noted that a portion of the old catheter was removed. A new ascenda catheter was implanted and connected to the new pump. The catheter was aspirated successfully from the catheter access port (cap). It was noted at time of report that the issue was resolved and the patient's status was "alive- no injury." It was noted that the part of the catheter that was removed was discarded and will not be returned. It was noted that surgical intervention did occur. The patient's weight was unknown. No further complications were reported/anticipated.